Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist logged into the station and followed knowledge article titled 'sync 2.0 - all devices not communicating - deadline exceeded' and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.